Manufacturer narrative:
(B)(4). (Insufficient roll-off). The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unk. Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-05600 addresses the other device. It was reported to boston scientific corp that a rf 3000 radiofrequency generator and leveen coaccess electrode were used during a lung rfa procedure. According to the complainant, the procedure was to begin with the generator power set to 50 watts. However, roll-off occurred prior to reaching the 50 watts. The console was reset, but at 20 watts, maximum roll-off was received. At this point, the system was switched off, then on, but the same event re-occurred. There were no pt complications reported as a result of this event. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.